Manufacturer narrative:
Evaluation on-going.

Event description:
Element minimally invasive surgical procedure at l5-s1. Two of the towers would not come off the screw once everything had been clocked down. Surgeon used the t handle to dislocate the tower from the screw and it would not come off. Surgeon used the t handle to open up the tower and then a mallet to get the tower off. As a result, the teeth at the bottom of the tower that hold the screw attached have been damaged. No pt injury. Surgical delay of 25 minutes.